Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and reported that a falsely depressed calcium patient result was obtained on one patient sample on a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Quality control (qc) was within range during the time of testing. The cse initially replaced the entire sample 3 (s3) arm but a precision run did not return acceptable results. On a follow up visit, the cse replaced the sample 3 (s3) drain and ran precision testing with acceptable results. Siemens concluded that the cause of the issue was the s3 drain. The instrument was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2517506-2022-00351 and 2517506-2022-00352 were filed in conjunction to this report.

Event description:
A falsely depressed calcium result was obtained on one patient sample on a dimension vista 1500 system. The initial result was not reported to the physician(s). Repeat testing was not performed. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium result.